Event description:
It was reported that during preparation for a pulsed field ablation procedure, the slide would not advance past one third to capture the array. The deflection toggle was confirmed in the unlocked position but felt tight, and a squeaky or grinding noise was audible. The product was removed from use prior to reaching the patient and replaced with a new one before the procedure began. There was no patient involvement.

Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012751373 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment on the spiral array segment, the guidewire lumen was observed to be kinked at 0.94 inches from the distal tip. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. During verification of steering mechanism deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. During verification of sliding mechanism during sliding, there seemed to be friction inside the handle and audible sound. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the handle segment, slide/steering cam mechanical interference was observed. In conclusion, the catheter failed the return product inspection due to a kinked guidewire lumen and slide/steering mechanical interference. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.